Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿outflow wheel goes constantly with open "flaps", too high pressure¿. Per service manual operational and diagnostic, no defect was found with the device, therefore this complaint cannot be confirmed. As the reported problem was not confirmed and no defects identified, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device [k27a70850] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in norway that the pressure on the fms vue pump-shaver box device was too high that the outflow wheels was going constantly with open flaps. There was no procedure nor patient involvement reported. No additional information was provided.